Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm software error detected. Customer's blood glucose at time of incident was 403 mg/dl. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The pump was received with operating currents within specifications. The pump passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. However, a pump error 53 was found at the formatted history file with line number 0 and file number 53. Unable to determine a root cause. The pump was received with minor scratches on the lcd window, case and keypad overlay.